Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, high left ventricular (lv) lead pacing impedance was observed on several vectors once connected to the cardiac resynchronization therapy defibrillator (crt-d). It was noted the lead pin was fully inserted into the device and the lead pin was visible, however, after several attempts to reinsert the lead pin, out of range impedance was still observed. The physician indicated the lead pin was not smoothly engaging and the crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.